Event description:
Per the medwatch report: the consumer sat down in the bariatric wheelchair, placing his hands on the seat and allegedly pinched the 5th digit of the left hand, sustaining an open fracture.

Manufacturer narrative:
MFR rec'd a med watch report. Info indicates user sat in the device with their hands on the seat and fractured their finger. Chair has been in svc for over 4 yrs with no reported incidents. Current user guide covers proper transfer methods. No malfunction alleged. MDR filed based in injury.